Event description:
Additional information received 11jun2019: (B)(6) 2017: after the site reviewed imaging, they changed the reported type 1a endoleak(data entry error) to a type 2 endoleak (from lsa dissection).

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: the complaint was reopened as additional information was received. A clinical review of the information provided was performed. As per the clinical review, "although the use of zta in a case of tbad (type b aortic dissection ), these events are not assessed to be directly related to the off-label use, since fl (false lumen) perfusion, leading to fl enlargement is a common complication after coverage of the proximal entry tear only, regardless of the stent graft used. Difficulties in establishing the exact source of the fl perfusion (endoleak type 1a vs type 2 vs distal entry tear) created the need for multiple corrective measures and therefore makes it likely that all three sources of fl perfusion potentially contributed to the dissection progression and fl enlargement.". "In conclusion, this event entails well-known complications of endovascular treatment of tbad and in this specific case is considered initially related to endoleak type 2 (procedure related and/or patient related) and to some degree distal reentry (procedure related and/or patient related). ..." As additional information received afterwards has clarified that the type 2 endolak was entered in correction of the data entry of type 1a endoleak in the initial reported information, the information regarding type 1a endoleak will be disregarded. It is stated in the IFU for the device that the zenith alpha thoracic endovascular graft and ancillary components have not been formally tested in patient populations having dissections. Treatment of patients with dissection is outside the intended use for this device, as per IFU: "the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair". Endoleak and aortic damage are known inherent risks of the device and are listed as potential adverse events in the IFU. The complaint is confirmed based on the provided information. Cook will reopen the investigation if further information is received. Cook medical will continue to monitor for similar events.

Event description:
Additional information received on 13nov2018: on (B)(6) 2017 (235 days post-procedure), an antegrade dissection, false lumen enlargement and false lumen patency was discovered and treated on (B)(6) 2017 with an embolization and balloon expansion. Also, a distal extension was placed. Following was noted by the site: ¿evolution of dissection on both renal arteries¿ and ¿evolution of dissection: permanent renal failure, cardiac arrest due to major haemorrage on gastric ulcere¿. On (B)(6) 2018 (356 days post-procedure) a follow-up visit showed a CT-scan with maximum aneurysm diameter of 56 mm and a total length of covered aorta on 241 mm. The false lumen status at level of stented segment of the aorta was partially thrombosed. The false lumen status above stented segment of the aorta was completely thrombosed. The was an antegrade progression of dissection. No endoleaks was visible. There was still false lumen perfusion from a distal reentry. On (B)(6) 2018 (368 days post-procedure), the patient underwent an endovascular procedure to fix the aneurysm expansion. Following comments was added by the site: ¿aortic dissection bare stent cook gzsd 36 -180 from thoracic stent graft to aortic bifurcation + iliac stent in order to remodel intimal flap and exclude false lumen¿ no technical observations or reportable adverse events was observed during or after the secondary intervention.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Event is now considered reportable due to additional information received. The patient needed secondary intervention due to false lumen enlargement. The cause for false lumen enlargement is not confirmed. The event is considered reportable as the false lumen enlargement required secondary intervention to prevent further impairment. Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the investigation of this complaint was based on review of complaint history, device history records and the instructions for use (IFU). A chronic type b dissection patient was treated with the use of zenith alpha thoracic endovascular grafts. As per IFU, the alpha graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations with dissections. It is therefore not possible to evaluate the performance of the device in this case. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Additional information received 17oct2017 that states "after the site reviewed imaging, they changed the reported type 1a endoleak to a type 2 endoleak (from lsa dissection)". Therefore, the event is no longer considered reportable in us as a product malfunction.

Event description:
Additional information received on 17oct2017: after the site reviewed imaging, they changed the reported type 1a endoleak to a type 2 endoleak (from lsa dissection).

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: protocol 13-005, pt. 1450147, endoleak type 1a on fu. At time of enrollment the patient presented with a chronic thoracic aortic dissection type b. On (B)(6) 2017 (seven days pre-procedure), the pre-procedure imaging was performed. It showed no circumferential calcifications of main access vessel and no calcification > than 50% of circumference. No vessel wall thrombosis in aortic necks > 50% of circumference was observed. The maximum aneurysm diameter was 42 mm. Proximal start of false lumen was zone 2. Most distal extend of false lumen was below aortic bifurcation in both left and right side. There were re-entry tears visible. The false lumen was patent. On (B)(6) 2017 the patient underwent surgery due to his thoracic aortic dissection type b. Following component was implanted successfully during the index procedure: one proximal component (catalog # zta-p-34-209, lot # e3551800) lsa was completely and intentionally covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 2. Following additional procedures was performed during index procedure: la embolization no reportable adverse events were observed. On (B)(6) 2017 (40 days post-procedure), the one month follow-up imaging was performed. It revealed a maximum aneurysm diameter of 40 mm. The total length of covered aorta was 209 mm. False lumen status was partially thrombosed at level of stented segment of the aorta and patent above stented segment of the aorta. There was no progression of the dissection. There was evidence of a type 1a endoleak. Nothing was noted regarding the location of the endoleak. Furthermore there was evidence of an existing false lumen perfusion with the source being residual flow over primary entry. There were no observations of stent graft migration or collapse of the proximal component. Patient outcome: the patient remains in the study.